Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: it is unknown when this device was broken. It was discovered to be broken on (B)(6) 2016. (B)(4). Device is an instrument and is not implanted/explanted. (B)(6). A product development investigation was performed for the subject device. The insertion handle was returned to the manufacturer cracked as complained. There are no visible signs of misuse. The break is typical for brittle material and started at the angle of shortest distance showing some force introduction. However, the complaint description states, that the broken handle was discovered preoperatively. The start of the crack could have happen during extensive hammering in a previous operation and propagated to the definitive material failure during reprocessing and or transport. A device history record review was performed for the subject device lot number. Manufacturing location: synthes (B)(4). Date of manufacture: aug 24, 2015. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The complaint condition was confirmed. A root-cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was initially reported that before an unspecified procedure it was noticed that the inserter had a crack in the handle. The issue was detected the set was opened. There was no reported patient involvement. This event was initially determined to be non-reportable. The product development investigation, however, concluded that the start of the crack could have happened during extensive hammering during a previously operation which propagated to the definitive material failure during reprocessing or transport. Based on the results of the investigation, the event was re-evaluated and determined to be reportable. This report is 1 of 1 for (B)(4).